Event description:
A nurse reported that a pt was admitted to a hosp on (B)(6) 2015, due to experiencing an umbilical hernia. This nurse reported that the pt was not dialyzing during the time of the event. On an unk date after being admitted, the pt's treatment modality was changed from peritoneal dialysis to hemodialysis. On an unk after being admitted, the pt's peritoneal dialysis catheter was repositioned over a guide wire and under fluoroscopy, as the tip of the peritoneal dialysis catheter had migrated to the upper quadrant of the abdomen. No dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2015, the pt has been discharged from the hosp, the pt continues in-center hemodialysis therapy without any further issues, the pt is waiting to undergo the herniorrhaphy, and the pt's continues to experience signs and symptoms of umbilical hernia.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post marker surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.